Manufacturer narrative:
H11: the device was evaluated onsite by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bed underwent functional testing and the device performed according to product specifications. Additionally, the technician found the bed exit alarm was disarmed the day prior to the event onset at 10:17. The reported condition was not verified. The event was deemed a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell after a versacare med surg bed exit alarm did not alarm. At 04:29 ¿a fall assessment was charted at 0429 and patient morse fall score was scored as high risk.¿ at an unknown time on the day of the event, the patient got up and out of bed without assistance from a staff member and went to the bathroom. At 05:30 the patient was found on the floor by the nursing staff. The patient was ¿unresponsive¿ and the nursing staff began ¿life saving measures.¿ additionally noted, the patient was found with ¿a wound¿ on their forehead ¿from the fall.¿ at 06:04, the patient died. The cause of death was not reported; nor was it reported if an autopsy was performed. The bed was evaluated by a baxter technician. The technician found the bed exit alarm was disarmed the day before the event onset at 10:17. The bed exit alarm was found to be in working condition. No further information was available at the time of this report.